Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient received revasc ptca with the implantation of an endeavor stent in the lad approximately 4 years and 3 months post index. It was reported that indication for intervention was positive history or recurrent angina pectoris presumably related to the target vessel. It was not assessed if this event was related to the study device.

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction & revascularization).

Event description:
The pt had one endeavor rx drug eluting stent implanted to the proximal lad. The next day, during a planned staged procedure, the pt had one endeavor sprint rx drug eluting stent implanted to the 1st obtuse marginal. Following review by the clinical events committee, it is reported that a non q-wave mi occurred on the same day. Four days later, during a planned staged procedure, the pt had one endeavor sprint rx drug eluting stent implanted to the 1st left posterolateral branch. The pt was asymptomatic at 30 day, 6 month, 1 year and 1.5 year f/u. One week post 1.5 year f/u the pt suffered a non q-wave mi location of the infarction was non-determinable. Revascularization (ptca) was performed on the same day with one endeavor sprint rx drug eluting stent implanted to the 2nd left posterolateral branch. Indication for intervention was positive history or recurrent angina pectoris presumably related to the target vessel. Investigator indicated that the reported event was not related to the study stent. The pt was taking clopidogrel & aspirin 24 hrs prior to event. (Ref MFR # 9612164201100799 & 9612164201100801).